Manufacturer narrative:
(B)(4). Batch#: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap sigma, the stapler cut twice in a row with different magazines, but did not staple. No harm to the patient is reported.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2020 d4: batch # u5a401 device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. In addition, a reload (b) was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck.the device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.